Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of their homechoice machine during dwell 3/5 of their automated peritoneal dialysis (apd) therapy. Reportedly, during therapy, one of hp's supply bags fell and became disconnected from the supply line of the homechoice set. In an endeavor to correct the issue, hp reconnected the supply line of the homechoice set to the supply bag that had fallen. Tsc assisted hp in ending therapy early and advised hp to setup with new supplies to complete therapy. Per rn, no patient injury or medical intervention was associated with this incident.